Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information: crd_1003 - vantage, patient site ID: eu2115 - 849 (r844120501). It was reported that on (B)(6) 2024, a 25mm navitor valve was successfully implanted in a patient. It was noted via electrocardiogram during procedure, that the patient developed a third degree atrioventricular block. There was no difficulty implanting the 25mm navitor valve. The final non-coronary cusp implant depth was 4mm. There was little calcification into the left ventricular out flow tract on (B)(6) 2024, the decision was made to implant a permanent pacemaker. The patient did not have a prolonged hospital stay for monitoring of rhythm. The patient was stable and discharged at the time of report. There is no direct cause of the patient's third degree atrioventricular block. There is no allegation of malfunction against the abbott device or procedure.

Manufacturer narrative:
An event of third degree atrioventricular block during procedure was reported. Information from field provided that the final non-coronary cusp implant depth was 4mm and a permanent pacemaker was implanted. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.